Event description:
Dealer states the top plate bolts on the gearbox come loose causing casters to not operate properly and grease to leak. Dealer states these are the 5th motors in general it has happened to.